Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A professor reported higher values when scanning the adc freestyle libre sensor compared to an adc meter. Sensor scans of 16.5 mmol/l and 16.4 mmol/l were compared to blood glucose tests of 3.4 mmol/l and 3.5 mmol/l obtained on the adc meter. On (B)(6) 2020, the customer experienced feeling unwell, unable to stand, and unable to treat themselves. The customer was treated orally with 10 sugar lumps by the wife for hypoglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A professor reported higher values when scanning the adc freestyle libre sensor compared to an adc meter. Sensor scans of 16.5 mmol/l and 16.4 mmol/l were compared to blood glucose tests of 3.4 mmol/l and 3.5 mmol/l obtained on the adc meter. On (B)(6) 2020, the customer experienced feeling unwell, unable to stand, and unable to treat themselves. The customer was treated orally with 10 sugar lumps by the wife for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.